Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to a failed battery being used in battery well 2. The battery had a 2015 date code and was past its useful life. Stryker removed all old customer batteries from service. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device unexpectedly powered off during testing. There was no patient use associated with this event.